Event description:
It was reported that during a pre-use check, the customer found leakage of medical fluid inside the cassette housing. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing was performed on three samples from the same lot that was returned. Two pictures reviewed show a cassette product inside in a plastic bag with water, no leak point identified. Samples were received with its original packaging and in unused conditions. Visually, the samples do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing was performed on the three samples. Of the three (3) samples tested, no leakages were detected. The complaint is not confirmed. No root cause could be determined since the complaint was not confirmed. No actions taken were performed since the complaint was not confirmed. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.